Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. It was not reported whether the patient was hospitalized for the event. On the same day as peritonitis diagnosis, the patient began treatment for the peritonitis with vancomycin (in bags, dose and frequency not reported). It was reported that the patient¿s pd effluent cleared up after the patient received the first bag of antibiotic treatment. Treatment with vancomycin was discontinued after five days and further treatment was not provided. On an unreported date in the month following diagnosis, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.